Manufacturer narrative:
(B)(4) immobile leaflets. Additional manufacturer narrative - the reported device was not returned to manufacturer as it remains implanted. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm pericardial aortic valve that required valve in valve intervention after an implant duration of nine (9) years, three (3) months due to stenosis secondary to two stuck leaflets. The patient was implanted with a 23mm transcatheter valve within the existing valve. No additional details were provided. There were no reported complications.